Event description:
Reporter alleged discrepant back to back blood glucose results of 348, 161, & 131 mg/dl when testing was performed within 5 minutes on the advantage system. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.